Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the fundus of stomach during an endoscopic variceal ligation procedure performed on (B)(6) 2023. During the procedure, the wire was fractured before the device was deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. The reported event may suggest that the trip wire was broken. Note: it was reported that the speedband superview super 7 device was used in the fundus of stomach; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of trip wire broken. The returned speedband superview super 7 (handle and the ligator head) was analyzed, and a visual evaluation noted that the ligator head was returned with three bands attached, some of them were moved from their position and overlapped, and one broken band was returned in a separate bag. The suture was broken. The trip wire was broken, and the broken section was not returned. Additionally, the handle had marks of trip wire secured. The device was observed under magnification, and the ligator head teeth and the suture hole were in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of a trip wire broken was confirmed. Upon analysis, it was found that the trip wire was broken, and the broken section was not returned. Additionally, some of the bands in the ligator head were moved and overlapped, with no damage to the ligator head teeth, and one band was returned broken. This suggests that the suture got broken during the procedure and this unable the physician to deploy the bands. It is possible that procedural or anatomical factors could have affected the overall performance of the device making some tension on the suture and breaking the suture and the band. Once the suture got broken, it would disable the normal operation. Therefore, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the speedband superview super 7 device was used in the fundus of stomach; however, per the speedband superview super 7 multiple band ligator instructions for use, "the device is not intended for ligation of esophageal varices below the gastroesophageal junction."

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of trip wire broken.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the fundus of stomach during an endoscopic variceal ligation procedure performed on (B)(6) 2023. During the procedure, the wire was fractured before the device was deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. The reported event may suggest that the trip wire was broken. Note: it was reported that the speedband superview super 7 device was used in the fundus of stomach; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.